Event description:
The customer reported that the unit failed to charge the batteries.

Manufacturer narrative:
The customer reported that the unit failed to charge the batteries. Subsequently the customer reported to philips that they had determined that the ac power module had failed, and that the failure was resolved after they replaced this part.